Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions to manage the occlusion issue through a series of steps, including disconnecting tubing and delivering boluses. Despite initial occlusion alarms recurring, the bolus completed successfully. The customer was instructed to change pump supplies as needed, and resume insulin therapy.